Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure got delayed and procedure was completed by deleting the images. Customer reported problem that the disk space was low. The philips field service engineer (fse) inspected the system onsite and performed database consistency repair found 49 dangling records due to corrupted database. A review of the system logfile found the free space low: delete examinations. Fse cleared the dangling records. After repair the system was returned to use in good working order. Few days later, issue was reoccurred. The philips engineer repaired database inconsistency and deleted the corrupted images. After repairs, the system was returned to use in good working order.

Event description:
It has been reported to philips that the device gave two remote errors, affecting imaging: "rmt - ipu: free disk space is too low. (B)(6) 2023 13:03:15" and "rmt - ipu: exposure not possible. Image disk full (B)(6) 2023 11:30:26". The device was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.